Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in remotely for follow-up. Upon interrogation, it was noted that there was intermittent noise on the atrial lead channel. No automatic mode switch or pacing inhibition was noted. During generator change the lead was visually examined by the physician and no obvious damage was noted. The right atrial lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable prior, during and after the procedure.